Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause poor watertightness of the cable unit, which resulted in loss of water tightness was traced to a component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The camera head was returned to the service center with a report of damaged cable insulation. This did not indicate an MDR-reportable event. However, an MDR-reportable failure was found during testing at the service center. During inspection of the device, it was found that due to poor watertightness of the cable unit, water tightness had been lost. There was no patient involvement.